Event description:
In 2008, the pt reported that the down button of his infusion device was not working. He stated that he first noticed the issue 2-3 weeks ago. The infusion device was not dropped or exposed to water. He stated that today he experienced low blood glucose of 45 mg/dl because he was not able to decrease his temporary basal rate due to the button issue. He disconnected from his infusion site and ate glucose tablets, crackers, peanut butter, and soda. He stated that when his blood glucose is low he feels shaky and "dumb". The pt will switch to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.